Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 408 mg/dl and then took manual injection last night and woke up with blood glucose level of 34 mg/dl and then treated with glucose tablets. Customer stated that the blood glucose level were unstable and got back to the insulin pump on monday with blood glucose level of over 600 mg/dl. The insulin pump will be returned for analysis while the reservoir and infusion set will not be returned for analysis.